Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of hypotension, cardiac tamponade and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the worsened pericardial effusion and cardiac tamponade, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Prior to the procedure, a mild pericardial effusion was noted. The procedure was continued as the effusion was small. The first clip delivery system (cds 8080u146) was advanced to the mitral valve and the clip was implanted, reducing mr to 2+. The pericardial effusion remained small. The second cds (81005u144) was advanced to further reduce mr. While steering down with the cds, the patients blood pressure dropped and the pericardial effusion got bigger. The mr remained at 2+. Medication was administered to treat the hypotension. The second clip was not implanted and the cds was removed. Cardiac tamponade was observed. The procedure was aborted and pericardiocentesis was performed. The patient was sent to mitral valve replacement surgery for treatment of the effusion. No additional information was provided.